Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal outer set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the error was confirmed as having occurred in the field and replicated in-house. The unit was tested on a testing platform, node test failed. Investigation also found that the failure was caused by temperature and voltage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a recoverable fault occurred on universal surgical manipulator (usm) 1. The customer was not able to clear the fault and disabled the usm to continue with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed 32101 error on usm 1. The customer continued with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering on the system, and it powered on without errors and worked as expected. The system prompted the surgery team to disable the arm after the recoverable fault, and only 3 arms were used to complete the procedure which is standard for an inguinal hernia repair. There were no injuries to the patient.